Manufacturer narrative:
(B)(4). The fiber was returned in one continuous piece. The first piece measured approximately 317.2 cm from the top of the connector to the tip and includes a portion of the distal tip. The exposed glass portion of the tip measured approximately 2 cm. The pattern of the tip face is consistent with a tip detachment. The fiber was returned broken with the tip detached, likely as a result of handling before use. Therefore, the conclusion code selected for the tip detachment is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. Visual examination revealed no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. The fiber was broken within the connector before use most likely caused by handling damage. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber did not fire laser energy. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Additionally, there was no patient complication and the patient was fine after the case. Note: this event has been deemed a reportable event based on the investigation results; fiber broken within the connector and fiber tip detached.